Event description:
It was reported that the patient disconnected from the ilet pump after experiencing a low glucose, which led to subsequent hyperglycemia over 400 mg/dl until the guardian recognized the disconnection and reconnected the infusion set and cartridge. Education on not disconnecting was provided and troubleshooting was completed. Symptoms included hyperglycemia and polydipsia. Outcomes included return of blood glucose to target range after reconnection and treatment, with no hospitalization. Investigation included review of use error and device use history as reported by the guardian, along with troubleshooting and education on proper infusion set management. Investigation of this case revealed use-related disconnection of the infusion set as the precipitating factor for high glucose, with no device malfunction reported or observed for the pump or infusion set components. It was concluded, based on previously established findings for similar reports, that user technique and disconnection were the likely causes.